Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for pump and cylinder is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon inspection a hole on the reservoir and resulting fluid loss was noticed. As a result, the reservoir was explanted and replaced. No additional information was provided.